Event description:
The customer from portugal reported that his blood glucose readings were not being stored in the memory of the contour® next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next meter, serial # (B)(6) and no manufacturing anomalies were found. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Contour® next meter is similar to the contour® next gen meter available in us market. Therefore, product code nbw and 510 (k) # k223293 associated with the contour® next gen meter marketed in us were captured in sections d2b and g4 respectively. Contour® next meter with sku # 7903e and UDI # (B)(4) was distributed outside of the us, therefore, no gudid information exists.